Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with p3 prolapse/flail. An ntw clip grasped the leaflets medially and was closed fully. Before establishing final arm angle (efaa), the clip had not been locked at 60 degrees as per the instructions for use (IFU). During efaa, the clip opened to 15 degrees. Troubleshooting was performed and the clip was unlocked, opened to 45 degrees and re-closed. All results were satisfactory and the clip was deployed. The procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.